Event description:
This letter is in response to the quality challenges you have recently experienced with your covidien dover urology trays. Your feedback regarding the loose or disconnected junction of the catheter to the funnel adapter initiated a full investigation of our manufacturing process. The investigations lead to the implementation of a formal corrective and preventative action on this portfolio (CAPA #(B)(4)). Our team is confident that these process changes will improve the strength of the junction between the funnel and the catheter; however, we will continue to monitor the effectiveness of these changes through our CAPA process.